Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous stenting treatment procedure, suboptimal stent placement occurred. The approximately 90% stenosed, somewhat calcified, target lesion was in the left subclavian artery. The take off was "not very tortuous" from the aortic arch. The lesion was predilated with a 4 mm ultra-thin sds balloon. An express-biliary ld, pmtd, 7.0x30x135cm stent had been selected and advanced to treat the target lesion. The stent was placed; however, "it was not completely in the target lesion, it was more in the aortic arch." The stent did not migrate. The physician stated "it was due to the patient's breathing pattern". An express ld 7 x 17 x 135 stent was implanted distally to the express-biliary ld to cover the target lesion. The stent overlap by 3-4mm. No complications were reported with the patient's current condition listed as "ok".